Event description:
The customer stated they received questionable creatinine jaffé gen.2 (crej) results on their integra 400 plus. The customer repeated a total of 56 samples. The customer provided data for 11 patients, 8 of which had discrepant results that were reported outside the laboratory. The customer stated this was the only test that was incorrect. The customer stated they were receiving no sample and clot detected alarms sporadically on some samples, but other samples would run fine. The customer replaced probes b and c on the analyzer. The customer stated there appeared to be build-up on the probes. The customer cleaned a sticky build-up off the probe. The customer stated the level detection wiring looked ok, and there were no splits or cracks that could be seen. The customer then ran calibration, quality control, and a precision check. The ion selective electrode calibration failed. The first patient's initial crej result was 0.6 mg/dl. The repeat result was 1.0 mg/dl. The second patient's initial crej result was 0.5 mg/dl. The repeat result was 1.1 mg/dl. The third patient's initial crej result was 0.3 mg/dl. The repeat result was 0.9 mg/dl. The fourth patient's initial crej result was 0.5 mg/dl. The repeat result was 1.2 mg/dl. The fifth patient's initial crej result was 1.5 mg/dl. The repeat result was 2.2 mg/dl. The sixth patient's initial crej result was 0.4 mg/dl. The repeat result was 1.2 mg/dl. The seventh patient's initial crej result was 0.3 mg/dl. The repeat result was 0.9 mg/dl. The eighth patient's initial crej result was 0.7 mg/dl. The repeat result was 1.1 mg/dl. The repeat results were considered correct, and they were issued as corrected reports. The patients were not treated based on the original results. There were no adverse events. The crej reagent lot number was 66678901 and the expiration date was 04/30/2014. The field service representative went on site. He determined there was a damaged sample probe that the customer replaced. The customer performed calibration and quality control. The quality control results were within the limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.